Event description:
It was reported that the patient device was explanted and replaced on (B)(6) 2014, and that the device was at end of life (eol). It was later reported that the device was replaced due to normal end of life (eol). It was not known when the patient found out that their device was at eol and it was unknown who the patient was doing at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4). Analysis of the implantable neurostimulator (ins) (B)(4) found that the battery had reduced capacity due to overdischarge. It was stated that the ins had been recharged last on (B)(6) 2000 for 41 minutes and the battery had charged from 2.540v to 2.900v. It was stated that a normal recharge was completed in the lab with full coupling for 5 hours and 5 minutes from 2.030v to 4.020v. It was stated that it appeared that the ins had undergone at least 2 overdischarges even though the overdischarge count was currently 1. It was noted that based on the trace report, the device may have been ¿pmr¿d¿ in the field on two different occasions to recover from earlier overdischarges, but was never charged above 3.615v (¿up trip point¿) as a result the overdischarge count did not get incremented until after the apparent third overdischarge and subsequent pmr, which did charge beyond the trip point and incremented the overdischarge count to 1.